Event description:
The event is reported as: complaint description: the stapler jammed during use in the procedure. The event caused no harm to the pt. Pt current condition is fine.

Manufacturer narrative:
A device history record (DHR) review did not show any issues related to this complaint.